Event description:
Pt hospitalized for hyperglycemia. On 11/6, around 7 pm, pt started vomiting and taken to ER. Admitted around 3 am on 11/7 and given fluids with subcutaneous insulin. Pt stabilized.